Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed when tried to access medications. A field service engineer powered down the device and applied stabilant to the latch harness, as well as conductive grease to the latch micro switches, reseated all connections and then rebooted the device. After the reboot, the customer was able to complete inventory testing with good results, and the remote manager began lighting green when accessed. The customer successfully tested inventory with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge lock would not unlock, and the latch made no clicking sound. The mini smart remote manager was working intermittently. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.